Event description:
Pt implanted with a margron-dtc hip replacement system experienced ongoing thigh pain postoperatively 2 years after the primary procedure. As a remedial action, the revising surgeon elected to revise the femoral components using another MFR's hip replacement system. The cause of the pain could not be confirmed, with the dtc femoral stem well fixed and solidly ingrown. The explanted devices were not returned to the MFR and examination was not possible. Device history records for the stem and neck are complete and conforming to approved design and mfg specifications.

Manufacturer narrative:
Letter received from revising surgeon in 2008. Although the stem was well fixed, with bone ingrowth present on the explanted stem, the surgeon appears to have elected to revise the stem as a precautionary measure. The removal of the stem required a posterior episiotomy. The taper-lock neck was also found to be well fixed to the stem. No further issues were noted by the revising surgeon. Prior history of similar cases indicates possible tip impingement may have caused the thigh pain, which has been previously corrected without the need for implant removal, using a strut bone graft. As precautionary measure, portland has taken the margron dtc system off the market in the USA pending further evaluation of the device and events, except for cases in which margron specific tools and components are necessary to perform revision on a margron implant.